Event description:
The universal handswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the run/safe switch does not have two distinct positions, presenting a potential for the device to inadvertently be activated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The universal handswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the run/safe switch does not have two distinct positions, presenting a potential for the device to inadvertently be activated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Impact damage is known to cause or contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.